Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the snare loop detached on one side. The procedure was completed using another captivator small hexagonal snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of loop broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.